Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn # (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and a clip partially loaded incorrectly into the jaws. The indicator clip was in the first position of the channel indicating that no clips were remaining in the channel. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the indicator clip was fired by engaging the trigger using hand pressure. Functional inspection could not be performed since there were no clips remaining in the channel. However, the sample was disassembled to inspect the internal components. It was found that the yoke was broken at the pin position. The sample was returned with only the partially loaded clip remaining indicating that 14 clips were fired by the end user. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned with the rotation tab bent and a clip partially loaded incorrectly into the jaws. The indicator clip was in the first position of the channel indicating that no clips were remaining in the channel. Functional inspection could not be performed since there were no clips remaining in the channel. However, the sample was disassembled , and the yoke was broken at the pin position. The bent rotation tab is an indication that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The reported defect was confirmed even though there were no clips in the channel remaining for testing because the clip stacking could prevent the clips from loading properly into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that the surgeon reported an ae05ml device failure while it was being used in patient during a cholecystectomy on the common bile duct. Further information indicates that no rachet sound the first round of advancing clip but loaded and fired normally. Second clip did not close however there was no visibility to locking mechanism. Third firing normal. Fourth firing no clip advanced at all. Fifth fire clip stuck in closed position. The surgeon switched to another clip (endoclip). 6th/7th/8th fire all advanced in closed position (tested outside patient) 9th fire jaws would not open.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73m1800272 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon reported an ae05ml device failure while it was being used in patient during a cholecystectomy on the common bile duct. Further information indicates that no rachet sound the first round of advancing clip but loaded and fired normally. Second clip did not close however there was no visibility to locking mechanism. Third firing normal. Fourth firing no clip advanced at all. Fifth fire clip stuck in closed position. The surgeon switched to another clip (endoclip). 6th/7th/8th fire all advanced in closed position (tested outside patient) 9th fire jaws would not open.